Event description:
He had medtronic defibrillator surgery in 2006. He had 59 shocks in 2007 for no reason. We took him to hosp and were told lead broke from defibrillator, and it cannot be fixed. I was told, my father won't live more than 3 months and he passed away in the following month. I want you to check into his device.